Event description:
It was reported that the medical engineer at the hospital performed an emergency device check upon request by the doctor since the x-ray photo of the patient in upright position indicated the atrial lead lost its slack. It was noted the threshold and impedance increased and p-wave decreased since implant. The lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 407458 lead implanted: 2014-(B)(6). (B)(4).